Event description:
It was reported that the right atrial (ra) lead had pulled back resulting in high thresholds and undersensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m58, implanted: (B)(6) 1995. (B)(4).